Manufacturer narrative:
Manufacturer device history records were reviewed.review of the lead and generator device history records confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that the patient had generator and lead replacement surgery on (B)(6) 2014. The implant card reported that the surgery occurred on (B)(6) 2014 and was due to a broken lead. The explanted products were discarded after surgery.

Event description:
It was reported that high lead impedance and output low were detected on this patient¿s vns. It was also noted that the patient could not feel stimulation. The generator was subsequently disabled. Later, it was reported that the patient had a mammogram on (B)(6) 2014 which the physician believed could have caused the high lead impedance. There was no other trauma or injury noted. Previously in august, diagnostics were within normal limits. Although surgery is likely, surgical intervention has not occurred to date.